Manufacturer narrative:
Batch review performed on 17-dec-2024. Lot 2200473: (B)(4) items manufactured and released on 13-jun-2022. Expiration date: 2027-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Addiitonal items involved in the event, batch review performed on 17-dec-2024. Liner: versafitcup dm 01.26.2856mhc double mobility hc liner ø 56/28 (k143453) lot. 2302834 lot 2302834: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Ball heads: mectacer 01.29.230h head biolox option ø 28 (k131518) lot. 2315673 lot 2315673: (B)(4) items manufactured and released on 06-jul-2023. Expiration date: 2028-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Cup: mpact 01.32.156mb double mobility acetabular shell ø56 (k143453) lot. 2246659 lot 2246659: (B)(4) items manufactured and released on 31-may-2023. Expiration date: 2028-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.